Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 918 mg/dl. The customer states the insulin pump alarmed low battery and shut off while she was asleep. The customer was hospitalized on (B)(6) 2017 in the afternoon. The customer treated high reading with shot. The customer had a heart attack that lead to diabetic ketoacidosis. Customer declined to troubleshoot for high readings. The product was not returned for analysis.